Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 3. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.